Event description:
Additional information was received that the rv lead was not taken out of service at the time of the last report. The lead was surgically abandoned two months later for further oversensing of noise leading to pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Outcomes attributed to adv effect was corrected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced symptoms of dizziness and review showed that there was a lead safety switch on the right ventricular (rv) lead due to low out of range pace impedances. Impedances were less than 200 ohms. In addition, noise was observed in both unipolar and bipolar. At this time, it is suspected that the lead was replaced with a competitor's product. No additional adverse patient effects were reported.